Event description:
It was reported that the power of this device was lower than usual when shooting. There were no report of patient or procedure involved. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis; however, the reported low power was confirmed by a field service engineer (fse). Inspection was performed and found that the blast shield was defective. The blast shield was replaced, optical inspection was performed on all four channels, functional test was performed and no errors. Electrical safety test was performed. Checklist passed and laser is operating according to boston scientific's specifications. The malfunctioned found could have affected the device performance leading to the event experienced by the customer. A review of the device instructions for use (IFU) was performed and stated that the reported patient effect of low power was listed in the IFU as potential outcome of this procedure. There is no indication that the device was not used in accordance with the IFU. A device history review (DHR) was performed and confirmed that the device was installed on 5/9/2019 and this event occurred 6 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation indicating that an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that the power of this device was lower than usual when shooting. There were no report of patient or procedure involved. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.